Event description:
During a follow-up on (B)(6) 2018, the physician reported that after several attempts with different programmers the pacemaker could not be interrogated. Through ECG and magnet test, it was confirmed that the pacemaker was working properly, but according to the data obtained from previous follow-ups and the magnet rate, it was suspected that the pacemaker was close to end of life and it was decided to explant the device on (B)(6) and replaced by another reply vdr.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up on march 8th, 2018, the physician reported that after several attempts with different programmers the pacemaker could not be interrogated. Through ECG and magnet test, it was confirmed that the pacemaker was working properly, but according to the data obtained from previous follow-ups and the magnet rate, it was suspected that the pacemaker was close to end of life and it was decided to explant the device on march 16th and replaced by another reply vdr.

Manufacturer narrative:
The preliminary analysis suggest that the reported event was caused by a memory corruption (single event upset).

Event description:
During a follow-up on march 8th, 2018, the physician reported that after several attempts with different programmers the pacemaker could not be interrogated. Through ECG and magnet test, it was confirmed that the pacemaker was working properly, but according to the data obtained from previous follow-ups and the magnet rate, it was suspected that the pacemaker was close to end of life and it was decided to explant the device on march 16th and replaced by another reply vdr.